Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, the customer changed the infusion set and cartridge and then resumed insulin delivery. Ultimately, the customer reverted to an alternate method of insulin therapy.